Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# v813692, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient had a fall, which was why the first implant was replaced on (B)(6) 2013. The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.